Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D9: device availability clarification - only the packaging was returned as the product was implanted into the patient. This complaint has been confirmed by evaluation of the returned product. Visual evaluation of the returned product found the inner sterile pouches are broken into multiple pieces. Evaluation of the outer pouch found no damage. Sterility has not been breached. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital. G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a tibial fixation surgery, the sterile inner pouch was observed to be broken/crushed inside the sterile pouch when the outer package was opened. The surgeon sought a backup of the same product but could not find one and proceeded to implant the product into the patient. No intervention or serious injury has been reported to result from this malfunction, and proper surgical technique was used. This is indicated to be a short-term implant that will be removed within thirty (30) days. It was reported that no further information was available.